Manufacturer narrative:
Correction: d2. The device was returned to zoll medical canada for evaluation following a report that it failed to recognize a shockable rhythm. Review of the clinical data file determined the analyzed rhythm demonstrated both shockable and non-shockable characteristics but remained predominantly organized and regular throughout the analysis period. The device was subjected to full functional testing including multiple rhythm analysis tests, all of which passed without discrepancies noted. Based on device evaluation and data review, the device functioned as designed and met specifications. The customer's report of an inability to recognized a shockable rhythm could not be confirmed, and no device malfunction was identified. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient for cardiac arrest (age & gender unknown), the device prompted "no shock advised" for a rhythm clinicians believed to be shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.